Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device did not turn on. It was verified that the monitor was plugged in and that the outlet was working by testing it with another device. The machine was hard reset by unplugging it and leaving it for a few minutes before trying again, but the attempt was still unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all-in-one was not powered on. The field service engineer (fse) tested the unit at another outlet, but it still failed to boot. A new power brick was also tested with no change, as the unit would not power on. The fse replaced all-in-one to restore functionality. The system functioned as intended after the field service engineer repaired the device.